Event description:
It was reported that the right ventricular (rv) lead exhibited low r-wave sensing. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. A proximal portion was received measuring 46 cm. A distal portion was received measuring 46 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d154awg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008; 5594, implantable tachy lead, implanted: (B)(6) 2008. (B)(4).